Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using this device on a patient in cardiac arrest. They were able to use the device to shock the patient once; however, when they attempted to deliver a second shock to the patient they received a "connect electrodes" message from the device and were unable to deliver the shock. The customer advised that they removed the original therapy electrodes (brand unknown) and applied a new, second set of therapy electrodes (also brand unknown). However, this did not resolve the reported issue and they continued to receive a "connect electrodes" message. The customer was able to obtain a back-up device after a 5 minute delay. They were able to shock the patient using the back-up device. The customer reported that the patient involved in the reported event is deceased. Physio-control has made multiple attempts to contact the customer to obtain additional information on the patient and the event. No response has been received from the customer.

Manufacturer narrative:
The customer later informed physio-control that there was a cut to the device's therapy cable and they believe this caused the reported issue. The damaged therapy cable was discarded and was not evaluated by physio-control.

Event description:
The customer contacted physio-control to report that they were using this device on a patient in cardiac arrest. They were able to use the device to shock the patient once; however, when they attempted to deliver a second shock to the patient they received a "connect electrodes" message from the device and were unable to deliver the shock. The customer advised that they removed the original therapy electrodes (brand unknown) and applied a new, second set of therapy electrodes (also brand unknown). However, this did not resolve the reported issue and they continued to receive a "connect electrodes" message. The customer was able to obtain a back-up device after a 5 minute delay. They were able to shock the patient using the back-up device. The customer reported that the patient involved in the reported event is deceased. Physio-control has made multiple attempts to contact the customer to obtain additional information on the patient and the event. No response has been received from the customer.